Event description:
It was reported by the patient that when the start button was pressed the remote monitor beeped twice and then shut off. The batteries were replaced but the monitor was still not responding as it should when the start button was pressed. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.